Manufacturer narrative:
Investigation results were made available. As for zimmer specialists to perform an in-depth analysis it is required to have all necessary information at hand, it was therefore tried several times to receive more information for this case. No further information has been received. A technical investigation was not possible to perform, as the device(s) were not at hand for investigation. Device history records (DHR): as no lot numbers were provided for the devices, the device history records could not be reviewed. An e-mail requesting missing device data information was sent on month day, year. At zimmer (B)(4) all medical devices prior release to market undergo several quality inspections as defined in our quality procedures. Our quality inspection- and deviation procedures ensure that only products fulfilling the specification are sold. These procedures are part of the overall quality management system at zimmer (B)(4) and get regularly audited by our notified body, competent authorities and internal and external auditors. Thus, for all products sold to the market can be assumed having a complete and correct DHR. Trend analysis: no trend analysis could be performed as no reference number was available. Review of event description: it was reported that the patient had cls expansion cup implanted on (B)(6)1994 and was revised on (B)(6) 2016. During revision surgery, pseudotumor and breakage of acetabular cup were noticed. Review of received data: no medical data such as x-rays, surgical notes or any other case-relevant documents were received. Root cause analysis: root cause determination using dfmea: - aseptic loosening or fracture of shell due to incorrect distribution of load due to design leading to stress shielding. - not possible: a systematic issue with design and/or material properties would have been detected as part of a trend review. - fracture of shell, increased wear of insert due to insufficient material resistance leading to general corrosion (crevice, galvanic, pitting, fretting). - not possible: a systematic issue with design and/or material properties would have been detected as part of a trend review. - adverse local tissue reaction due to product with processing residuals due to unsuitable design for washing process leading to non biocompatible residuals on implant. - not possible: a systematic issue with design and/or material properties would have been detected as part of a trend review. - loss of connection, dislocation, fracture of component, increased wear due to wrong pairing of components. - possible: the components used are unknown, therefore this point cannot be excluded. - damage of the cup (cause: excessive expansion during implantation / revision) due to high load due to excessive expansion - possible: it is unknown how the components were implanted. Thus this point cannot be excluded. - fracture / damage / loosening of shell and insert due to wrong behaviour of the patient, high patient activity, patient disregards limits of device. - possible: patient's behaviour, activity and compliance are not known. Therefore, this point cannot be excluded. - increased wear, loosening or fracture of components due to patient with high body weight - possible: patient weight is not known. Therefore, this point cannot be excluded. - pain, adverse body reaction due to inadequate material pairing leading to release of corrosion product. - possible: the components used are unknown. It is possible that incompatible components were used. Therefore this point cannot be excluded. - fracture of shell due to high pressfit leading to deformation of the shell - possible: it is unknown how the components were implanted. Thus this point cannot be excluded. - fracture of component due to aging of material in body leading to reduced performance of material. - not possible: a systematic issue with design and/or material properties would have been detected as part of a trend review. - aseptic loosening, pain, fracture of implant due to insufficient fatigue strength of material and design. - not possible: a systematic issue with design and/or material properties would have been detected as part of a trend review. - implant failure due to damaged implant due to multiple resterilization cycles - possible: single use implants should not be resterilized. However, since no information is available, this point cannot be excluded. - fracture of implant due to damage of shell / insert during implantation - possible: it is unknown how the components were implanted. Thus this point cannot be excluded. Conclusion summary: the root cause analysis indicates that following sequence of events could have led/contributed to the pseudotumor (adverse tissue reaction) or fracture of the implant: inappropriate use/implantation/combination of the products, patient factors such as high body weight or incompliance and resterilization of the implants. However, an exact root cause could not be determined. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. (B)(4).

Manufacturer narrative:
The manufacturer did not receive devices for review. X-rays or other source documents were not provided for review. As no lot numbers were provided for the devices, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. Additional information has been requested and is currently not available. As soon as additional information become available and/or an investigation result be available, an amended medical device report will be submitted. Zimmer's reference number of this file is (B)(4).

Event description:
It was reported that the patient was implanted a cls spotorno shell (exact catalogue number unknown) on (B)(6) 1994 and was revised on (B)(6) 2016 due to pseudotumor and breakage of acetabular cup.